Event description:
Baxter sigma infusion pump "wireless battery module" part number (B)(4). For sigma spectrum infusion pumps. Battery failure and wireless module due to fluid migration. Battery case screws mount are cracking on the internal portion of the housing allowing fluid migration and also noted no seals on module case. Fluid is shorting out the boards and batteries. The screw mounts are extremely thin and quite easily damaged. We have had minimum 7 batteries failed due to fluid migration. No adverse pt events reported to the biomedical dept. (B)(4). Dates of use: (B)(6) 2011 - (B)(6) 2013.